Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display instrument set screw tips broken off. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for procedure: lumbar spinal stenosis it was reported that during surgery, the nut of the crosslink ruptured. The product broke and no fragment remained in the patient. The product was replaced and the surgery completed without any complications.